Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of "high" although specific value was not provided; cause was unknown. Customer attempted to address bg with a manual injection and drinking water. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. System check with tandem technical support confirmed the pump was functioning as intended.